Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the humeral stem pin punch broke when the surgeon pulled it out of the patient. It was unknown about surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported that the baseplate inserter rod could not screw properly into the glenosphere inserter tip. The humeral stem pin punch broke when the surgeon pulled it out of the patient. It was unknown about surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that that one humeral punch pins of the humeral stem pin punch broke off from the rest of the device, fragment was not returned for evaluation. No other issues were observed. A dimensional inspection was not performed for humeral stem pin punch due to post manufacturing damage . A functional test was performed with the baseplate inserter rod and it could not be assemble correctly confirming the allegation. The overall complaint was confirmed as the observed condition of the humeral stem pin punch would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found a related nc¿s associated with this product/lot combination issue.